Manufacturer narrative:
The following information was reported via telephone: this female with a previous history of coronary artery bypass graft surgery (CABG) of unk date was taken to the cath lab in 2004 were coronary angiography revealed a lesion in the ostial right coronary artery. During a coronary stenting procedure, the cypher (cxs13350/lot no . X0904915) did not cross the target lesion. The lesion was pre-dilated. While attempting to pull back through the guide to remove the device, the stent dislodged and embolized into the patient. It was unable to be located or retrieved. There was no apparent patient injury. Another cypher stent was used to successfully complete the procedure. The product is not available for evaluation and testing additional information will be submitted 30 days upon receipt.

Event description:
Coronary stent dislodgement and embolization (not-retrieved).